Event description:
The customer reported the battery charge led indicateor was not working.

Manufacturer narrative:
The customer reported the battery charge led indicator was not working. The device was evaluated at philips and the symptom was duplicated. The power pca was replaced to resolve the reported issue. The device passed testing and was returned to the customer.